Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v027470, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The caller reported a loss of therapy. The patient's spinal cord stimulator (scs) had not worked for a year, but could not provide details of why the system did not work. The caller was requesting to speak with a manufacturer representative (rep) to be at the patient's (B)(6) appointment. The rep stated that no troubleshooting or interrogating had been performed. The rep had not seen the patient since they called in due to living out of town.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that they could not recharge their device so they had it replaced.